Event description:
It was reported that the device got stuck. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the device got stuck after ballooning and was snared to remove from the patient's body.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The investigator was unable to inflate the balloon due to the shaft damage. An examination of the markerbands identified no issues. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks. This concludes the product analysis.

Event description:
It was reported that the device got stuck. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the device got stuck after ballooning and was snared to remove from the patient's body.